Event description:
Healthcare professional reported "took all her might to squeeze the implant through".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "took all her might to squeeze the implant through".